Manufacturer narrative:
During the evaluation of the device at the MFR's service center, an issue related to the power management board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.